Event description:
It was observed that during the device evaluation, there were foreign objects in the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation revealed various issues. The connecting tube exhibited a wrinkle, with peeling adhesive, and a scratch. The plastic distal end cover had a scratch, and both the adhesive around the light guide lens and the objective lens were peeled. Scratches were observed on the protector of the universal cord on both the scope connector and control sides. The paint on the suction cylinder was peeled, and scratches were found on the forceps elevator lever, forceps elevator knob, up/down knob, and right/left knob. The forceps channel was shaved, and the connecting tube displayed both a scratch and discoloration. Shaving and scratching were also noted on the suction cylinder. Scratches were identified on switch 3, switch 1, switch box, scope cover, scope connector, universal cord, grip, and control unit. Additionally, the control unit exhibited both discoloration and a scratch, while the electrical connector displayed discoloration due to water leakage. The adhesive on the bending section cover had a chip, and the play of the up/down knob exceeded the standard value due to wear of the angle wire. The bending angle in the up direction did not meet the standard value for the same reason. Wear was observed on switch 4, and the image showed a partially dark area due to a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There were no delays in the initiation of precleaning. The air/water nozzle underwent flushing with both water and air. No abnormalities were detected in the accessories utilized for reprocessing. The endoscope was immersed in a detergent solution, and the air/water nozzle was meticulously wiped and brushed with clean lint-free cloths, brushes, or sponges. Additionally, the air/water nozzle underwent further flushing with a detergent solution.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.